Event description:
During a right atrial focal tachycardia ablation procedure, a prolonged procedure occurred due to the tactisys distal signal appearing distorted. Multiple troubleshooting efforts were attempted and eventually after replacing the amplifier, the issue was resolved. The procedure was then completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. The amplifier was powered on and the amplifier booted to a flashing green led status. This indicated the amplifier passed the power on self-test and communication was established. The necessary components were connected to the amplifier and a functional test was performed. The field reported event was confirmed as the amplifier did not pass the intracardiac (ic) functional tests and the review of test logs identified abnormal voltage and impedance readings at channel 53. The test was performed several times and channel 53 continued to display abnormal voltage readings. Channel 53 is associated with the cardiamp board at slot 1. The root cause was isolated to the cardiamp board at slot 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.